Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained low blood glucose of 52 mg/dl. Customer stated that her insulin pump was over delivering. Customer stated that she performed a fill cannula and the insulin pump delivered extra 4.9 units of insulin. Nothing further was reported.